Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the patient returned to the hospital with complaints of abdominal pain. The patient was evaluated in an emergency room (ER), treated with an antibiotic, and sent home. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr). The csr was not present during the surgical procedure. There was no report that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The csr stated that after the event occurred, an isi field service engineer (fse) performed a field evaluation at the site on an unspecified date. According to the csr, the fse and the site's biomed department evaluated the da vinci system involved with this complaint and no issues were found. The csr was unable to provide the date of the surgical procedure involved with this complaint.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient complained of abdominal pain and was treated with an antibiotic in an ER after undergoing a da vinci hysterectomy procedure. However, at this time, the cause of the abdominal pain is unknown.